Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event of no image due to a twisted cable and faulty cable coupler. The faulty part needs replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
A user facility reported to olympus that during preparation for use, the hd autoclavable camera head displayed no image. The device was not used for the procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the following were determined: the defective cable unit was due to the twist of the cable, resulting to no image. The e311 error occurs when the white balance is not set. It is estimated that an e311 error occurred because the image is not displayed, it is pitch black, and the white balance cannot be balanced. The cable was twisted and needed to be replaced. Olympus will continue to monitor field performance for this device.